Event description:
It was reported that the right ventricular (rv) lead had high threshold measurement. The device was reprogrammed and a message showed up indicating that the ventricular output was 4.5v at 1 ms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).